Event description:
The facility reported to baxter concerning one colleague infusion pump in which air was detected in line error no matter what they did. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of air detected in line erroneously was confirmed and duplicated due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "air detected in line error." (B)(4).